Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #1) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #1). An additional emdr was submitted to represent the bard/davol flat mesh (device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralex st device. Not returned.

Event description:
Attorney alleges that on (B)(6) 2004, the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #1). It is alleged that on (B)(6) 2009, the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #2). It is alleged that on (B)(6) 2006, the patient had unspecified injuries related to a defect in the composix kugel (device #1) and bard mesh (device #2), and underwent revision surgery. As alleged, on (B)(6) 2019, the patient had unspecified injuries related to a defect in the composix kugel (device #1) and bard mesh (device #2), and underwent revision surgery and implant of an unspecified bard/davol ventralex st. As reported, the patient is only making a claim for an adverse patient outcome against the composix kugel (device #1) and bard mesh (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."